Manufacturer narrative:
B5: the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+1.0/122 (sphere/cylinder/axis) on (B)(6) 2016. Cause of the event was unknown. H6 - work order search: no similar complaint was reported for units within the same lot. D2: phakic toric intraocular lens, product code: qcb. E1: establishment name - (B)(6). Claim # (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens, -11.5/+1.0/122 (sphere/cylinder/axis) on (B)(6) 2016. On (B)(6) 2021; the lens was explanted and replaced with a longer length lens due to low vaulting and lens rotation. The problem was resolved. The cause of event is unknown. #: (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens, -11.5/+1.0/122 (sphere/cylinder/axis) on (B)(6) 2016. On (B)(6) 2021; the lens was explanted and replaced with a longer length lens due to low vaulting; lens rotation; and refractive surprise. The problem was resolved. The cause of event is unknown. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - the lens was returned with moisture in a micro centriuge vial. Visual inspection found a haptic broken lens. Dimensional and functional inspection found the lens to be within specification. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens was reported as having low vaulting and lens rotation. The patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.